Manufacturer narrative:
Patient not affected. However, wife got a little burn from the battery when removed.

Event description:
It was reported that the pump beeped and shut off. She pushed the power button, faint yellow light came on and pump went back off. Wife had a hard time getting battery door open. There is a corroded battery and it is hot. Wife is going to take a picture of the pump and batteries. Due to patient having 5fu running, instructed them that the on call doctor needs to be notified, clamp off the line and leave everything connected. Not safe to put new batteries back in the pump. I had already spoke to them at 1726 for an alarm, pump was running fine till she called back. Verified information with resource nurse (B)(6). Unable to get settings. Wife states her understanding. Medication: 5fu rate: 5.2 at 1726 patient had 40 hours 30 minutes left on infusion. Patient not affected. Wife got a little burn from the battery when removed. No additional information available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was missing. During functional check, the reported complaint was duplicated. Device had no power or power was intermittent when powered on. Investigation found battery contacts (springs) was shorted. Root cause was the battery compartment springs were shorted. Battery compartment (which comes with the springs) was replaced.

Event description:
It was reported that the pump beeped and shut off. She pushed the power button, faint yellow light came on and pump went back off. Had a hard time getting battery door open. There is a corroded battery and it is hot. Unable to get settings. Patient not affected. Wife got a little burn from the battery when removed. No medical or surgical intervention was reported.